Manufacturer narrative:
.

Event description:
It was reported an alert for high voltage lead impedance out of range was observed upon interrogation. Pocket was reopened, device and leads were reconnected. This resolved the issue and hv lead impedance was normal.